Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2023-05042. Further reporting will be done under manufacturer reference number 1627487-2023-05042.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient¿s drg system was explanted due to the patient¿s body rejected it.